Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device keeps locking up during op check charge button. There is no pt involvement provided.